Manufacturer narrative:
Upon further review, it was determined that the event reported under 8030665-2019-00603 was not a reportable event. The leak identified in this event was related to user error as the patient accidently pushed in the pin of the stay safe connector. The patient reset up with new supplies and completed treatment with no symptoms, adverse events or further issues. For these reasons, this file will be changed to not reportable. There was no serious injury, adverse event or reportable malfunction related to the fresenius liberty cycler set. There will be no further updates on 8030665-2019-00603.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the stay safe area of the cassette during their pd treatment. The patient reported receiving a patient line is blocked alarm during fill 1 of 5 of treatment and the treatment was cancelled. It was reported that the patient accidently pushed in the pin of the stay safe connector. The patient was advised to reset up the cycler with new supplies and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient stated that there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient reset up with new supplies and was able to complete peritoneal dialysis treatment on the cycler. The patient has continued with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The cassette was available to be returned to the manufacturer for physical evaluation.